Event description:
During an unspecified laparoscopic procedure, the mesentary on the ascending colon was noted bleeding upon visualization of the laparoscope. The surgeon converted the procedure to a laparotomy and repaired the mesentric fat with suture. A second puncture site was also noted adjacent to the base of cecum. The surgeon performed an appendectomy to correct this situation.